Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm) and the customer received pump error 24 (this alarm is generated when a power failure is detected) and the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for fluid in the pump and the customer stated that the fluid was present in the pump, fluid was reported under the lcd, and the pump did not return to normal function. Troubleshooting was performed for the pump error 23 and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was performed for pump error 24 and the customer was able to clear the alarm and the self-test passed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, keypad overlay texture damage, cracked keypad overlay, scratched case and corroded battery tube. Flashing medtronic logo was observed during analysis due to moisture damage on the battery tube, pcba 1, pcba 2 and force sensor. Unable to confirm for pump error 23 and critical pump error (pump 24) alarms due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.